Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes the samples were hemolyzed, fibrin occurred and there was poor barrier separation. There were 9 occurrences involving 2 patients, however, identifiable patient information was not available. Multiple venipunctures occurred which delayed the delivery time of the exam result, thus impacting the patient's treatment. The following information was provided by the initial reporter, translated from spanish to english: once the samples are centrifuged they have a small globular packet filtration, which samples are declined as "hemolyzed". The samples were compared with another brand and the result is visually too much different.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes the samples were hemolyzed, fibrin occurred and there was poor barrier separation. There were 9 occurrences involving 2 patients, however, identifiable patient information was not available. Multiple venipunctures occurred which delayed the delivery time of the exam result, thus impacting the patient's treatment. The following information was provided by the initial reporter, translated from spanish to english: once the samples are centrifuged they have a small globular packet filtration, which samples are declined as "hemolyzed". The samples were compared with another brand and the result is visually too much different.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 14-feb-2023. Bd received 100 samples and six photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed, however fibrin was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for hemolysis, poor barrier separation, and fibrin was not observed. No difficulties were encountered during blood collection and all exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin, hemolysis, and poor barrier formation, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis and poor barrier separation. This complaint has not been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes the samples were hemolyzed, fibrin occurred and there was poor barrier separation. There were 9 occurrences involving 2 patients, however, identifiable patient information was not available. Multiple venipunctures occurred which delayed the delivery time of the exam result, thus impacting the patient's treatment. The following information was provided by the initial reporter, translated from spanish to english: once the samples are centrifuged they have a small globular packet filtration, which samples are declined as "hemolyzed". The samples were compared with another brand and the result is visually too much different.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes the samples were hemolyzed. Multiple venipunctures and delays the delivery time of the exam result, which impacts the patient's treatment. The following information was provided by the initial reporter, translated from spanish to english: once the samples are centrifuged they have a small globular packet filtration, which samples are declined as "hemolyzed". The samples were compared with another brand and the result is visually too much different.